Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver failed charge and boot. The battery was swapped out in order to perform additional tests. The receiver log was downloaded and reviewed, and a "rtt loss" was observed. An internal visual inspection was performed and passed. The reported event that the receiver ceased to function was confirmed. A probable cause could not be determined.